Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ("pain in stomach area when I bend over at first and then all the time later on") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure (batch no. C36384- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tendon repair in 2010, ear tube insertion in (B)(6) 2015, migraine on (B)(6) 2015, gravida in 2014, haemorrhage in pregnancy (with complaints of pressure and cramping) on (B)(6) 2015, parity in (B)(6) 2015, postpartum state on (B)(6) 2015 and right upper quadrant pain (unremarkable right upper quadrant ultrasound) on (B)(6) 2015. Previously administered products included for contraception: mirena in (B)(6) 2008 and depo-provera. Concurrent conditions included hypertension, asthma, sciatica, chlamydial infection, insomnia, gastritis and sleep apnea. Concomitant products included axotal (butalbital, acetaminophen & caffeine), dyazide (maxzide), hierroquick (folic acid w/iron), ibuprofen, omeprazole (prilosec), salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain upper had resolved. In (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the suicidal ideation, migraine and fatigue had resolved and the depression, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, depression, dysmenorrhoea, fatigue, migraine, suicidal ideation and weight increased to be related to essure. The reporter commented: in the medical records that essure removal preoperative and postoperative diagnoses was pelvic pain and menorrhagia. Hysterectomy and bilateral salpingectomy were performed and the findings were essure implants bilaterally and tubes without evidence of malposition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: no evidence for fallopian tube patency (cont.). Hysterosalpingogram (cont.) - on (B)(6) 2016: the uterine endometrial cavity is normal in size and shape. The bilateral fallopian tubes are occluded with no evidence tor free intraperitoneal spillage of contrast. Concerning the injuries reported in this case, the following ones were described in plaintiff¿s medical records: fatigue, headaches, and abdominal pain. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in stomach area when I bend over at first and then all the time later on") and suicidal ideation ("suicidal thoughts") in a female patient who had essure (batch no. C36384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tendon repair in 2010, ear tube insertion in (B)(6) 2015, migraine on (B)(6) 2015, gravida in 2014, haemorrhage in pregnancy (with complaints of pressure and cramping) on (B)(6) 2015, parity in (B)(6) 2015, postpartum state on (B)(6) 2015 and right upper quadrant pain (unremarkable right upper quadrant ultrasound) on (B)(6) 2015. Previously administered products included for contraception: mirena in (B)(6) 2008 and depo-provera. Concurrent conditions included hypertension, asthma, sciatica, chlamydial infection, insomnia, gastritis and sleep apnea. Concomitant products included axotal (butalbital, acetaminophen & caffeine), dyazide (maxzide), hierroquick (folic acid w/iron), ibuprofen, omeprazole (prilosec), salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. In (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the suicidal ideation, migraine and fatigue had resolved and the depression, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, migraine, suicidal ideation and weight increased to be related to essure. The reporter commented: in the medical records that essure removal preoperative and postoperative diagnoses was pelvic pain and menorrhagia. Hysterectomy and bilateral salpingectomy were performed and the findings were essure implants bilaterally and tubes without evidence of malposition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: no evidence for fallopian tube patency (cont.) Hysterosalpingogram (cont.) - on (B)(6) 2016: the uterine endometrial cavity is normal in size and shape. The bilateral fallopian tubes are occluded with no evidence tor free intraperitoneal spillage of contrast. Concerning the injuries reported in this case, the following ones were described in plaintiff¿s medical records: fatigue, headaches, and abdominal pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; historical condition (tendon repair in right hand and ear tubes); historical drug (depo-provera and mirena); concomitant conditions (hypertension, asthma, sciatica, chlamydia, insomnia, gastritis, and sleep apnea); concomitant medication (albuterol inhaler, ambien, butalbital-acetaminophen-caffeine, ibuprofen, maxzide, and prilosec); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot number (c36384); previous adverse event amendment (from pain to pain in stomach area when I bend over at first and then all the time later on); new adverse events (suicidal thoughts, depression, migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, hair loss); exams (hysterosalpingogram); and essure removal method (supracervical hysterectomy (uterus only) and bilateral salpingectomy). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ("pain in stomach area when I bend over at first and then all the time later on") and suicidal ideation ("hormonal changes describe: suicidal thoughts") in an adult female patient who had essure (batch no: c36384- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendon repair in 2010, ear tube insertion on (B)(6) 2015, migraine on (B)(6) 2015, gravida in 2014, haemorrhage in pregnancy (with complaints of pressure and cramping) on (B)(6) 2015, parity on (B)(6) 2015, postpartum state on (B)(6) 2015 and right upper quadrant pain (unremarkable right upper quadrant ultrasound) on (B)(6)2015. Previously administered products included for contraception: mirena and depo-provera. Concurrent conditions included hypertension since 2015, asthma since 2013, sciatica, chlamydial infection, insomnia, gastritis and sleep apnea. Concomitant products included (), butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), hydrochlorothiazide;triamterene (maxzide), ibuprofen since 2010, omeprazole (prilosec), salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain upper had resolved. On (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the suicidal ideation, migraine and fatigue had resolved and the depression, weight increased, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, depression, dysmenorrhoea, fatigue, migraine, pelvic pain, suicidal ideation and weight increased to be related to essure. The reporter commented: in the medical records that essure removal preoperative and postoperative diagnoses was pelvic pain and menorrhagia. Hysterectomy and bilateral salpingectomy were performed and the findings were essure implants bilaterally and tubes without evidence of malposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Hysterosalpingogram (cont.): on (B)(6) 2016: the uterine endometrial cavity is normal in size and shape. The bilateral fallopian tubes are occluded with no evidence tor free intraperitoneal spillage of contrast. Concerning the injuries reported in this case, the following ones were described in plaintiff¿s medical records: fatigue, headaches, and abdominal pain. Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet received and event pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.